Manufacturer narrative:
Due to character limit: (event site address)- (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during use the transray plus 40cc cardiosave intra-aortic balloon (iab) experienced a balloon rupture. The procedure was completed after replacing it with the same type and size. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d4 (exp. Date, lot and UDI), e1 (event site email and initial reporter), g3, g6, h2, h4, h11. Corrected field: h6 (medical device problem code). Due to character limit in block e1 event site telephone: (B)(6).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d10, h5. A balloon rupture occurred while using the trp4046, but the procedure was completed after replacing it with the same type and size. The cause of the rupture was thought to be contact with a calcified lesion in the patient's blood vessel. The product was disposed of, so this incident was only reported.

Event description:
N/a